Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 228mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of high out of range impedance measurements and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular exhibited high out of range impedance measurements and failure to capture due to a suspected lead fracture due to clavicular crush. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular exhibited high out of range impedance measurements and failure to capture due to a suspected lead fracture due to clavicular crush. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.